Manufacturer narrative:
(B)(4). Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Analysis of the implantable neurostimulator (ins) found the setscrew to be backed out too far. It could not be reinserted using a 5 in-oz. Torque wrench, but was able to be reinserted using a hew wrench. Once reinserted, the setscrew was tightened to a lead and held it securely to the ins. The ins passed functional testing.

Event description:
It was reported there were several attempts ¿clamping¿ the screw without success during the procedure. The lead was not maintained after ¿the clamping screw.¿ the screw was seen ¿up and down through,¿ but it did not maintain the lead. A different implantable neurostimulator was used as a result of the issue. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.